Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the past (280-290 mg/dl). Customer stated the suspected causes of the elevated bg levels were stress at work, medication, illness and pump settings. Correction boluses via the pump were delivered to address bg level. In addition, the customer's healthcare provider (hcp) adjusted pump settings. Customer stated this adjustment helped bg levels come back to target and the elevated bg levels were not due to pump or pump supplies.